Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow blocked alarm. Customer¿s blood glucose was 40 mg/dl at the time of incident. Customer stated that the insulin pump alarmed insulin flow blocked and the infusion set cannula was bent. Customer also reported that the sensor glucose had an inaccurate reading versus blood glucose. Troubleshooting was performed on sensor glucose versus blood glucose and infusion set bent cannula. Customer also reported to have experienced a low blood of 40 mg/dl and treated with food.. Customer also reported a high blood glucose of 247 mg/dl and treated with insulin pump. Customer declined low and high blood glucose troubleshooting. The insulin pump was not expected to return for analysis. Sensor will be replaced and is not expected to return for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.